Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to connect the lead into the neurostimulator. Another device of the same model type was then substituted without success. A new neurostimulator (but a different model) was then implanted with no further difficulties. No patient injuries were reported. See manufacturer's report #3004209178201100243.